Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA by email, alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation following a call-back with the patient on (B)(6) 2019. The patient reported that the subject meter was reading inaccurately on the evening of (B)(6) 2019, when she obtained an alleged inaccurate blood glucose result of ¿282 mg/dl¿. The patient considered the reading high compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with insulin (no adjustments). After obtaining the reported result, the patient indicated that she increased her usual dose of 6 units of novolog insulin to 9 units which she administered between 11pm and midnight. She indicated that a short time later, she felt ¿shaky, dizzy and sweaty¿ and ¿passed out¿. She reported that her husband found her in the bathroom and called the paramedics who arrived around 2am on (B)(6) 2019. She stated that she woke up in the emergency room (ER) after receiving medication to raise her blood sugar level. She recalled that her blood sugar was tested on the ER meter, but she did not know the reading or when was it taken. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure; however, the patient was unwilling to troubleshoot the issue and requested a refund rather than replacement products. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event requiring medical intervention, after obtaining a high reading on the meter and administering an increased dose of insulin.